Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report was created to capture additional information in b5 event description and h6 patient codes. This report is being filed to correct the patient code.

Event description:
It was reported that the health care professional (hcp) would like to review reports. Boston scientific technical services (ts) observed intermittent undersensing of atrial arrhythmia seen on stored electrogram (egm). Additional information received indicates that device was checked in ER via latitude consult and atrial undersensing was due to patient condition, they were in atrial fibrillation. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report was created to capture additional information in b5 event description and h6 patient codes.

Event description:
It was reported that the health care professional (hcp) would like to review reports. Boston scientific technical services (ts) observed intermittent undersensing of atrial arrhythmia seen on stored electrogram (egm). Additional information received indicates that device was checked in ER via latitude consult and atrial undersensing was due to patient condition, they were in atrial fibrillation. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the health care professional (hcp) would like to review reports. Boston scientific technical services (ts) observed intermittent undersensing of atrial arrhythmia seen on stored electrogram (egm). This lead remains in service. No adverse patient effects were reported.